Event description:
Md attempted to fire the echelon 60 stapler with a gray re-load and the stapler did not fire. Another stapler was obtained with a new re-load and the new stapler fired as normal. FDA safety report ID# (B)(4).